Event description:
Customer reported via phone call that the insulin pump had scratches on the screen and the it smelled like insulin. Customer stated that the screen was scratched when requesting a replacement. Customer believes the insulin pump is failing as is makes grinding noises when rewinding. Customer's blood glucose reading at the time of the call was 478 mg/dl. Advised customer to revert to a back up plan and that the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.